Event description:
It was reported that t:slim x2 pump battery did not charge reliably, as charging connection remained unstable and required caller to hold cable in place or position pump carefully despite use of proper charging equipment and outlets. There was no reported impact to the customer¿s blood glucose level. Customer was instructed to ensure correct usb insertion to prevent further damage, to use multiple daily injections as backup insulin therapy, and was provided a replacement in-warranty pump with updated software, along with guidance to place old pump in storage mode, return it within 10 days using provided shipping materials, re-enter pump settings, and reconnect continuous glucose monitor to replacement pump.